Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona articular surface catalog #: ni lot #: ni, unknown persona femoral component catalog #: ni lot #: ni, unknown persona tibial component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the patella to address unknown post-operative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as the device did not cause or contribute to the reported event. Additionally, additional information received identified that the MDR should not have been filed under the current MFR number. If any further information is found which would change or alter any conclusions or information, a report will be filed under manufacturing report number (B)(4).

Event description:
No further event information available at the time of this report.